Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported three defective infusion sets. Reportedly, the site location was on her abdomen and the pump was on the left. The infusion had been used for 2-3 days. Further, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. Further, there was stress or pull on the tubing and the pump was not dropped with the set connected to the body. No further information available.

Event description:
On (B)(6) 2020: follow up information was submitted because result of complaint investigation of the returned used device (4 set) showed that all the test results were within specifications. Based on the result: device, method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient reported three defective infusion sets. Reportedly, the site location was on her abdomen and the pump was on the left. The infusion had been used for 2-3 days. Further, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. Further, there was stress or pull on the tubing and the pump was not dropped with the set connected to the body. No further information available.